Event description:
Boston scientific received information that this pacemaker dependent patient had been experiencing intermittent dizziness. System evaluation in the physician's office noted noise on the right ventricular (rv) channel which could be re-created while manipulating the patient's shoulder and pocket. The noise was oversensed which caused pacing inhibition of four to five seconds. The caller noted pocket twitching during pacing. It was noted that the patient has had some shoulder reconstruction. No adverse patient effects were noted.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller who stated the patient was being admitted and x-rays were ordered. The lead was reprogrammed to unipolar configuration which eliminated the noise. A revision procedure was performed and the lead was removed from service and replaced. The lead was surgically abandoned and was not returned for testing. This device remains in service and no other adverse events have been reported. Therefore, boston scientific could not confirm the reported clinical observations. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted due to a system upgrade. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.